Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited system fault. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that during the power up process "error code 112" was displayed. The investigation determined that a motor issue was the cause of the reported issue. It was also found that the lcd was missing segments. The motor and lcd were replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.